Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a stored episode of ventricular tachycardia (vt). Upon review of episode by technical services (ts), it was found that the arrhythmia began as an atrial tachycardia for which this ICD delivered anti-tachycardia pacing (atp) inappropriately which did not convert the rhythm, and, subsequently, resulted in development of true vt for which this ICD delivered a shock appropriately which did convert the rhythm. Ts discussed device programming with health care professional (hcp) as troubleshooting. No adverse patient effects were reported. Currently, this ICD remains in service.